Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, 60% stenosed, distal left anterior descending artery. When increasing pressure was applied with the indeflator to the 2.0x12 mm mini trek balloon, it did not inflate. A non-abbott balloon was used successfully with the same indeflator. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.